Event description:
(B)(4). Not sure of the exact onset date. Started becoming very forgetful and had issues with extreme bloating and weight gain. I have not been able to lose weight no matter the amount of healthy eating/diet/exercise. I've had ongoing lower back pain, pains and pressure around ovaries and occasional sharp stabbing pains in pelvic area along with burning and itching. Joint pain is so bad that sometimes I can barely get out of bed and walk in the mornings. I battle night sweats, ringing in the ears, problems with my vision, constipation, and fatigue. Recently I have started having random allergic reactions with uncontrollable itching and hives. My skin is red and trashy looking. All the symptoms come and go and are not all present at the same time. Throughout the last few years I've thought my problems were due to female issues and getting older. I recently came across some articles about the essure and I now realize I'm having symptoms/side effects just like thousands of other women.